Event description:
It was reported that an occlusion alarm occurred. A cartridge change was performed resolving the occlusion. The customer experienced an elevated blood glucose (bg) level displayed as "high¿; although specific value was not provided. Customer administered a correction bolus via the pump to address the bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.